Event description:
When an rn went to open the package of a 14 french urethral catheter, the seal was broken. She tried with a second catheter and it was also broken. The rn then discovered that every catheter on the floor stock with the same lot number also had a broken seal. Five catheters were removed from stock, but not saved for investigation.